Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05nov2018. (B)(4). Philip's field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse updated the system software to the latest version and replaced the entire display. Device was functioning as intended.

Event description:
The customer reported that unit's touchscreen did not respond while in use with a patient. There was no harm to the patient or user. The device was setup for non-invasive ventilation and patient was not dependent on the device at the time of the reported issue. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 15feb2019. Date rec¿d by MFR: 07jan2019. The touchscreen was returned to philips for evaluation. The user interface assembly was installed into a test ventilator. During testing, the touchscreen was unable to enter calibration. A visual inspection was performed and the touchscreen was very dirty. The touchscreen was cleaned and reinstalled and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.